Manufacturer narrative:
(B) (4). The intraocular lens (iol) was received cut in pieces across the optic precluding analysis. The lens met all manufacturing specifications prior to release. The results of our investigation reasonably suggests this event is not manufacturing related. The incorrect power intraocular lens was initially implanted.

Event description:
It was reported the intraocular lens(iol) was removed and replaced without complication 2 months after implant due to the patient not achieving the vision outcome expected by the doctor. Lens was replaced with a higher diopter iol of the same model.